Event description:
Per independent repair center statement, unit is alarming or red light. Key failure is 4 way valve not shifting. Poppet valve, solenoid, scratched loose hardware. Nylon ties/other replaced and the filter inlet was dirty.